Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. Stryker advised the customer to clear the errors and to contact back for assistance if they return. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.